Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute integrity (rx) drug eluting stent. It was reported that the lesion was calcified and the device was damaged. No patient injury reported.